Manufacturer narrative:
The insulin pump was received with light moisture damage to keypad traces. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin powered up properly after battery installation. The operating currents are within specifications. No battery out limit alarms noted. The insulin pump had minor scratches on the lcd window and with cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the keypad was unresponsive. The customer's mother reported that they received a battery out limit. The customer's mother mentioned that the time appeared wrong on the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the insulin pump got exposed to moisture. The customer's mother stated that the battery out limit occurred after the insulin pump got exposed to moisture. The customer's mother stated that the battery out limit was unable to be cleared due to the keypad anomaly. The customer's mother stated that the battery out limit recurred after reinserting a battery. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.